Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. Stent struts at approximately 9 rows proximal to the tip and 10 rows from the proximal end of the stent were raised distally and misaligned. This type of damage is consistent with the stent meeting a resistance during removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal to mid left anterior descending (lad) artery. A 3.50x38mm promus element plus drug-eluting stent was selected to treat the lesion but failed to cross due to tortuosity. The physician tried to remove and advance the stent to the target lesion again but to no avail. The procedure was completed with a 3.50x38mm non-bsc stent. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.